Event description:
It was reported the patient received the following results within 15 minutes: 172 mg/dl, 182 mg/dl and 90 mg/dl using the nano meter. The patient felt like having low blood sugars and was able to self-treat by taking fast acting glucose supplement.